Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) cannot be driven in internal mode.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, investigation conclusions, component code). Additional info: e1 (event site name: (B)(6). It was reported that during use on the patient, cardiosave intra-aortic balloon pump (iabp) cannot be driven in internal mode. A getinge field service engineer (fse) evaluated pumping was not possible when internals were operating. Phenomenon: not reproduced. Remedy: running test conducted for 3 days, pim test failed in all manifold test, safety disk was replaced due to pim test failure, operation test conducted. There were no adverse consequences to the patient.

Event description:
N/a.

Manufacturer narrative:
Corrected data: b5, h6 (clinical, problem and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during use on the patient, the cardiosave intra-aortic balloon pump (iabp) cannot be driven in internal mode. At the time of starting iabp therapy by using this iabp unit with internal mode, "autofill failure" alarm was generated. This iabp unit was unable to be used for the patient. Therefore the patient was treated by pcps only without iabp therapy. Reportedly the patient has been taken off pcps. There were no adverse consequences to the patient.

Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). Updated field: b4, d8, e1 (event site name), g3, g6, h2, h6 (investigation conclusions), h11. A getinge field service engineer (fse) evaluated pumping was not possible when internals were operating. Phenomenon: not reproduced. Remedy: running test conducted for 3 days, pim test failed in all manifold test, safety disk was replaced due to pim test failure, operation test conducted. The failure analysis and testing dept. Received parts with a reported unit failure of the unit cannot be driven in internal mode and the safety disk test failed. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pim in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure.

Manufacturer narrative:
Updated fields: b4, d9 return to manufacture date, g3, g6, h2, h6, h11.

Event description:
N/a